Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during microwave ablation of a liver tumor, an error message "fatal error" showed in the unit. It was the error the hand and the box with an arrow coming out and it would not allow to reset it. The procedure was aborted and re-scheduled on the next day with new generator. There was no patient injury.